Manufacturer narrative:
Product complaint #(B)(4). Section b5: additional information received indicated that it was not necessary to remove the microcatheter. There was no report of device damage at any time. Nothing was noted to be obstructing the microcatheter. A continuous flush on the microcatheter was maintained. No excessive force was applied to the device. Section e1: initial reporter phone: (B)(6). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint#: (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, during a coil embolization of the a-com. A pulserider 10t was used, a galaxy g3 coil (5x15) was used as the first coil to make a frame, a galaxy g3 xsft coil (4x6) was used as the second coil, a galaxy g3 xsft coil (3x4) was used as the third coil, a galaxy g3 mini coil (2.5x4.5) was used as the fourth coil, a galaxy g3 mini coil (1.5x4) was used as the fifth coil, and a galaxy g3 mini coil (1x3) was used as the sixth coil. The physician used the same 1x3 galaxy g3 mini coil (glm910030, 30550286) of the same lot number used as the sixth coil for the seventh coil. However, there was a resistance felt on the way when the wire attempted to send to the tip, and the coil could not be delivered to the tip. Therefore, the coil was removed. After that, a galaxy g3 mini coil (1x3) of the same lot number was used continuously, and it was able to be used without any problems. The procedure was completed without any problems. In total. Six of the galaxy g3 mini coils (1x3) of the same lot number were used, but only one of them was too astringent to use. In addition, the physician used two galaxy g3 mini coils (1x3) of another lot number, but they were able to be used without any problem. Although all of them were the same with the position of the microcatheter, only one of them was stuck in the microcatheter. A continuous flush was done. Concomitant devices are a stent, a guiding catheter (8fr optimo), a detach cable, a guidewire (chikai 14, asahi intecc), a guidewire (traxcess14, terumo), a microcatheter (phenom 21, medtornic), and a microcatheter (sl10, stryker). Based on the visual analysis of device pictures received, the embolic coil is kinked. Additional information received indicated that it was not necessary to remove the microcatheter. There was no report of device damage at any time. Nothing was noted to be obstructing the microcatheter. A continuous flush on the microcatheter was maintained. No excessive force was applied to the device. A non-sterile galaxy g3 mini 1mm x 3cm was returned inside of a pouch. The device was inspected, and no anomalies or damages were observed. The embolic coil was noted to be stretched and with non-concentric loops. The rh showed no evidence heat. The functional test could not be performed due to the conditions noted on the embolic coil. A manufacturing record evaluation was performed, and no non-conformances related to the complaint were found during the review. The device was returned to cerenovus for further evaluation. Visual inspection of the returned galaxy g3 mini 1mm x 3cm revealed no apparent damage to any device component. The device was examined under microscopic magnification, and consistent with the photos of the complaint device, the embolic coil was noted to have stretched portions and non-concentric loops. As also noted in the photos, it was observed that the resistance heater (rh) had not been subjected to heat, which indicated that the detachment cycle had not been initiated as the embolic coil never advanced out of the microcatheter. The impediment of the returned device could not be tested due to the damaged encountered on the embolic coil. Such damages could either be secondary to the reported issue or a contributing factor caused by excessive force being inadvertently applied. The concomitant microcatheter (phenom 021, medtronic) has an inner lumen of 0.021 inches, which is compatible with the complaint device. No other contributing factors could be detected, however, the customer complaint regarding the coil being impeded in the microcatheter can be confirmed based on these findings. A manufacturing record evaluation was performed, and no non-conformances were identified. It should be noted that product failure could be caused by multiple factors. Impeded in microcatheter is a known potential product failure associated with the use of the device the instructions for use (IFU) contains the following recommendation: do not fasten the rhv valve too tightly around the introducer sheath since excessive pressure may cause damage to the introducer sheath and/or the microcoil as it is advanced into the infusion microcatheter. Additionally, if the introducer tip and microcatheter hub are misaligned, damage may occur to the microcoil as it passes through this transition. Assignment of root cause for the events remains speculative and inconclusive, based on the limited information provided and the evidence presented by the returned device; however, it is possible that clinical and procedural factors, including device manipulation and device interaction, may have contributed to the reported failures and damages on the returned system. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint #:(B)(4). The purpose of this MDR submission is to report the findings of the device investigation. The embolic coil was noted as being kinked. The findings meet regulatory reporting criteria. Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Based on the visual analysis of the photos provided, the coil of the galaxy g3 mini 1mm x 3cm could be noted inside of the introducer and a kinked condition could be noted on it. The coil and the rh could be noted still attached and there are no signs of the detachment process were initiated. A gentle curve could be noted on the dpu. No other defects could be noted. A manufacturing record evaluation was performed for the finished device 30550286 number, and no non-conformances related to the reported complaint condition were identified. The reported condition "detachable coil delivery system (dcs)- impeded in microcatheter with no loss of cerebral target position" could not be evaluated based on the pictures. However, the kinked condition was noted on the coil may have contributed to an impediment. The kinked condition appears to have been caused by excessive force and handling applied to the device. However, none of those can be conclusively determined. The mre suggests that the failure reported by the customer could not be related to the manufacturing process. No corrective action will be taken at this time. Further investigation will be performed once the device returns for analysis. Complaint trends are monitored on a monthly basis as part of the company post market surveillance. Procode: krd/hcg. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. The company is seeking this information through the event investigation. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during a coil embolization of the a-com. A pulserider 10t was used, a galaxy g3 coil (5x15) was used as the first coil to make a frame, a galaxy g3 xsft coil (4x6) was used as the second coil, a galaxy g3 xsft coil (3x4) was used as the third coil, a galaxy g3 mini coil (2.5x4.5) was used as the fourth coil, a galaxy g3 mini coil (1.5x4) was used as the fifth coil, and a galaxy g3 mini coil (1x3) was used as the sixth coil. The physician used the same 1x3 galaxy g3 mini coil (glm910030, 30550286) of the same lot number used as the sixth coil for the seventh coil. However, there was a resistance felt on the way when the wire attempted to send to the tip, and the coil could not be delivered to the tip. Therefore, the coil was removed. After that, a galaxy g3 mini coil (1x3) of the same lot number was used continuously, and it was able to be used without any problems. The procedure was completed without any problems. In total. Six of the galaxy g3 mini coils (1x3) of the same lot number were used, but only one of them was too astringent to use. In addition, the physician used two galaxy g3 mini coils (1x3) of another lot number, but they were able to be used without any problem. Although all of them were the same with the position of the microcatheter, only one of them was stuck in the microcatheter. A continuous flush was done. Concomitant devices are a stent, a guiding catheter (8fr optimo), a detach cable, a guidewire (chikai 14, asahi intecc), a guidewire (traxcess14, terumo), a microcatheter (phenom 21, medtornic), and a microcatheter (sl10, stryker). Based on the visual analysis of device pictures received, the embolic coil is kinked.